Event description:
It was reported that the pulse generator exhibited premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the pulse generator battery had prematurely depleted due to high current drain caused by a defective capacitor.